Manufacturer narrative:
Received one used list #14687-15, primary plum set for inspection. As received, no damage or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. No alarms generated. The reported complaint of no flow cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to MFR: 2/16/2026.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. Additional reporter: (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported when using the IV pump, the fluid fails to infuse. Therapy resumed after replacing a new set. There was patient involved, but no patient harmed.